Event description:
Per operative report: preoperative diagnosis; severe aortic stenosis. Procedure: aortic valve replacement. Operative findings: this is an (B)(6) patient who had a coronary bypass in 2001 who developed severe aortic stenosis, shortness of breath. The patient underwent repeat cardiac catheterization showing severe aortic stenosis, all of his grafts to be open and working properly. A 22 mm bovine pericardial valve was sewn in place using 2-0 ethibond simple sutures. The patient was hypotensive during take down of the adhesion and was placed on cardiopulmonary bypass in a rather hurried manner. The patient had bypass grafts to two circumflex vessels and to a lad diagonal. There was no blood supply basically to the right side of the heart. The patient had severe right ventricular failure intra-operatively because of inability to do antegrade cardioplegia (aortic insufficiency), as well as having retrograde cardioplegia with poor blood supply to the right ventricle. The patient was weaned from cardiopulmonary bypass with initially adequate blood pressure with intraaortic balloon pump support and epinephrine. The patient however, would not sustain his blood pressure despite increases in epinephrine and milrinone. The patient fibrillated and CPR was begun for approximately 45 minutes to an hour. The patient could not be resuscitated and was pronounced dead.

Manufacturer narrative:
The patient was considered high risk for surgery. The patient had intra-operative complications unrelated to the function of the valve, and could not be discontinued from cardiopulmonary bypass. Therefore, the patient's death is not considered to be related to the edwards' device.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired on the same day of operation. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.